Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte gray 16ga x 1.16in catheter defective / damaged catheter #16 was requested to the patient, the catheter was uncovered and there was evidence of a fissure in the distal mandrel. Additional information received on december 12, 2024. Could you please share the photo sample of the reported event? The reporting team did not provide a sample or photographic record for evaluation. Could you please share the number of quantities affected? 1 unit. Date of the event? 01/10/2024. Is the sample related to this incident available for analysis? No. For sample collection, please report n/a. Quantity (B)(4). Contaminated sample, if yes please report substance n/a.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Catheter #16 was requested to the patient, the catheter was uncovered and there was evidence of a fissure in the distal mandrel. Additional information received on december 12, 2024. Could you please share the photo sample of the reported event? The reporting team did not provide a sample or photographic record for evaluation. Could you please share the number of quantities affected? (B)(4).unit date of the event? 01/10/2024. Is the sample related to this incident available for analysis? No. For sample collection, please report n/a. Quantity (B)(4). Contaminated sample, if yes please report substance n/a.